Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2015. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: pelvic pain; incont not pres; rec incont; aggrav incont; oth pain: bladder doesn't empty, residual infections which are painful nonsurgical treatments: on (B)(6) 1998 the patient commenced pain medication: panadol/ nurofen. Treatment duration: only when necessary. On (B)(6) 2000 the patient commenced other medication (please specify): antiobiotics for the treatment of: to treat bladder infections. Treatment duration: always need it on and off.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.